Event description:
The clinician reports the implant was inserted (B)(6) 2008 in fdi 43 of the patient's mouth. Details of surgery: ridge augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility and inflammation. No further patient complications were reported.